Manufacturer narrative:
(B)(4) date sent: 8/6/2021 d4: batch # u5dh1d h6: component code =g04 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and without a reload present. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to a home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and the switch actuator post was found to be broken with the switch actuator loose inside the device; which lead to the device not been able to fire. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the actuator post has been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system.

Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a robot-assisted proximal gastrectomy, the jaws did not open after the third firing. The knife reverse switch was used, but the knife did not return to home position. The manual override lever was used to return. The device was used for softy method. The cartridge color was blue. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.